Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es on disconnected mode and unable to access, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was in the disconnected mode. A field service remoted in and set auto login for the account to resolve the issue. Performed preventive maintenance. The system functioned as intended after the field service engineer repaired the device.